Event description:
Per the audiologist, the pt's mother reported that the pt demonstrated decreased performance and decreased speech clarity when using cochlear implant system. The results of an integrity test done on 2008 were consistent with normal receiver/stimulator function with anomalies on multiple electrodes. Explant/reimplant surgery is planned, but had not been scheduled at the time of this report.

Event description:
Allegedly patient felt pain and uncomfortableness.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
Per patient's audiologist, patient has discontinued use of this device. Explant/reimplant surgery is planned but had not been scheduled at the time of this report. (B)(4). Implanted device remains.